Manufacturer narrative:
(B)(4). The customer advised physio-control that their current battery (lot code 1152) was approximately 5 years old; however, they did not have another battery to test in their device. Physio-control provided the customer with the part number for a replacement battery, which the customer ordered. Physio-control later contacted the customer in order to verify if the new battery resolved the reported failure to power on; however, no response from the customer has been received. In a message left for the customer, physio advised the customer that their device is no longer supported by physio-control; therefore, repair is not available. If the new battery does not resolve the reported issue, physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their monophasic device will not power on. There was no patient use associated with the reported event.